Event description:
It was reported that the patient presented with syncope. Upon further analysis, intermittent loss of capture and a sudden increase in threshold was detected on the right ventricular (rv) lead. The rv output was reprogrammed to 4.5 volts and the ventricular capture management was turned off. No further observations of loss of capture were detected and the rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID addr01 implantable pulse generator (ipg) implanted: 2013 (B)(6). (B)(4).